Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were removed and the top case was chipped and cracked. Motor rate error was found in the event history log. Customer stated problem was verified during occlusion tests. The root cause of the reported issue was found to be that the motor assembly was worn out from normal use. The parts were over 13 years old. Actions were taken to mitigate the reported issue: replaced motor assembly and all cases.

Event description:
It was reported that motor error event occurred. No patient injury was reported.